Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that no anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was difficult to place. Only one, tortuous and tight coronary vein was available. It was also noted that the physician could "only deliver three of the four poles" and thresholds were high. The lead was abandoned and an alternative epicardial lead was placed by left thoracotomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.